Event description:
Surgeon was performing laparoscopic procedure using the endoclip auto suture clip applier - 10mm large (176625), lot# (n1h0614x). When he would fire the clip, it would release two clips instead of one. This happened several times. Another clip applier (identical brand, lot# and size to first clip applier) was put on the field to replace the defective one. This clip applier did the same thing. A third clip applier was obtained and worked without incident.